Event description:
It was reported that during firing of echelon 3000, the stapler stopped about halfway during firing sequence. The trigger was released, then pressed again and firing was completed. This happened 3 times in a row with 3 different blue loads. The staple line seemed fine with little to no oozing. Firing button was released then re-engaged to complete firing. Procedure was completed without patient harm or any other issues.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 540c92. B3: event day and month unknown. Captured as 1/1/24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the joint cover damaged and with a gst60b reload present. The reload was received fully fired. During the functional test, an intermittent function was noted on the device. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The partially fired is consistent with an incomplete or interrupted cycle. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 540c92, and no non-conformances were identified.